Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The por was seen on the patient programmer, although it was unknown what the specific error code was. It was also unknown what caused/contributed to the por, and unknown when the por was seen. No further actions were planned as the event was resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a power on reset error. No further information was received. There were no symptoms reported. No further complications were reported or anticipated.